Event description:
The home pt (hp) contacted a technical service representative (tsr) and reported abdominal discomfort, distention and bloating, as if an overfill of solution had occurred, during dwell 5 of 5 using the homechoice system. The incident was reviewed over the phone with the tsr, who verbally assisted the hp to manually drain 586 mls of fluid. Afterwards, the hp resumed the dwell. No cycler swap was requested and therapy continued. The hp's fill volume was not specified; therefore, it is unclear if an overfill of solution had occurred. There was no pt injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B) (4).